Event description:
Boston scientific received information that the patient with this device received five inappropriate tachy therapy shocks for supraventricular tachycardia (svt) that resulted in therapy exhaustion in the ventricular tachycardia (vt) zone. A local area sales representative reported the patient did not experience any syncope and that tachy therapy was appropriate based on the device programming. Additionally the patient presented with heart failure symptoms and with an ejection fraction of 15%. The physician will consider a biventricular device for the patient's upgrade procedure. There was no report of adverse patient effects.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.